Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image could not be determined as the issue was not reproduced. Possible causes for the ¿no image¿ might have been due to a faulty circuit board (qb), a harness connection failure with the liquid crystal display (lcd) panel, or a faulty lcd panel. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing for a diagnostic gastroscopic procedure, the high-definition lcd monitor had no image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the screen if the subject device was scratched. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.